Event description:
We have a piece of equipment in pet CT department that was utilized outside of it's quality control being performed. Linearity was required and we failed to recognize that and used the piece of equipment several times, before it was noticed that we were acting outside of the quality control metrics being performed. Review of the event with several staff members, we have several back ups in place that didn't fix or solve the problem. Actions to be taken, we need to review the equipment, I also believe potential medsun should be used, the equipment does not notify us until the day that it is due. The reminders for staff didn't have the staff acting to fix it. We have things in place to remind staff that didn't work either but basically according to our radiation safety officers this should not be done and is a potential safety issue as we did not necessarily know the doses that patient's were receiving. Does not flag the user before the qc is due. Think this should flag the user 7 days before it is due to plan and prepare for the linearity being performed. Current state is that no notification is done until not longer valid. Linearity is a must-be-done. We should not use this machine without valid linearity. Thinking about human factors items and how to make this a never event we feel a med sun on this device for a software block that could allow us to make dose delivery to patients have all qc up to date before the unit could deliver a dose.

Event description:
We have a piece of equipment in pet CT department 01017166 that was utilized outside of it's quality control being performed. Linearity was required and we failed to recognize that and used the piece of equipment 11/2, 11/3, 11/4, 11/5, before it was noticed that we were acting outside of the quality control metrics being performed. Review of the event with several staff members, we have several back ups in place that didn't fix or solve the problem. Actions to be taken, we need to review the equipment, I also believe potential medsun should be used, the equipment does not notify us until the day that it is due. The reminders for staff didn't have the staff acting to fix it. We have things in place to remind staff that didn't work either but basically according to our radiation safety officers this should not be done and is a potential safety issue as we did not necessarily know the doses that patient's were receiving. Does not flag the user before the qc is due. Think this should flag the user 7 days before it is due to plan and prepare for the linearity being performed. Current state is that no notification is done until not longer valid. Linearity is a must-be-done. We should not use this machine without valid linearity. Thinking about human factors items and how to make this a never event we feel a med sun on this device for a software block that could allow us to make dose delivery to patients have all qc up to date before the unit could deliver a dose.

Event description:
We have a piece of equipment in pet CT department (B)(4) that was utilized outside of it's quality control being performed. Linearity was required and we failed to recognize that and used the piece of equipment (B)(6), before it was noticed that we were acting outside of the quality control metrics being performed. Review of the event with several staff members, we have several back ups in place that didn't fix or solve the problem. Actions to be taken, we need to review the equipment, I also believe potential medsun should be used, the equipment does not notify us until the day that it is due. The reminders for staff didn't have the staff acting to fix it. We have things in place to remind staff that didn't work either but basically according to our radiation safety officers this should not be done and is a potential safety issue as we did not necessarily know the doses that patient's were receiving. Does not flag the user before the qc is due. Think this should flag the user 7 days before it is due to plan and prepare for the linearity being performed. Current state is that no notification is done until not longer valid. Linearity is a must-be-done. We should not use this machine without valid linearity. Thinking about human factors items and how to make this a never event we feel a med sun on this device for a software block that could allow us to make dose delivery to patients have all qc up to date before the unit could deliver a dose.